Manufacturer narrative:
Details of complaint: the customer reported that the multigas unit was displaying a "gas device failure" error message while in patient use. The customer also reported the device pump was not turning on. They tried replacing the water trap and sampling line, but the unit still produced a "gas device failure" error. They were able to swap in a spare multigas unit for the time being, which worked without issue. They sent this unit in for an exchange. No patient harm was reported. Service requested / performed: exchange/evaluation. Investigation summary: the root cause is determined to be component failure. The sensor needed replacing. The sensor is a replaceable component, where the longevity is dependent upon the following factors: instrument and parts must undergo regular maintenance inspection at least every 6 months. If stored for extended periods without being used, make sure prior to operation that the instrument is in perfect operating condition. Water trap should be replaced every 4 weeks or as indicated on the device. Ensuring the environment is optimal as described in the operator's manual.

Event description:
The customer reported that the multigas unit was giving a gas device failure error when it's in use. No patient harm was reported.

Manufacturer narrative:
The customer reported that the multigas unit was giving a gas device failure error when it's in use. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received.

Event description:
The customer reported that the multigas unit was giving a gas device failure error when it's in use. No patient harm was reported.